Event description:
It was reported that during a da vinci-assisted surgical procedure, there were four instruments that had broken cables. It is unknown if a fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An RMA has not been received to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Field g4 is blank because the PMA/510k number is unknown fields g5 and g7 are not applicable.